Event description:
It was reported that at the beginning of an idiopathic vt procedure when the catheter was placed in the patient, a left ventricle sound map was performed. A small pericardial effusion was identified through the intracardiac ultrasound and since the patient was completely stable at the time, no medical intervention was performed. Four (4) hours into the procedure the patient's blood pressure started to drop and a larger pericardial effusion was noticed. Trans-thoracic ultrasound was performed and the patient was transfused with fresh frozen plasma. The patient was intubated and was reported to be in stable condition. A pericardiocentesis was also performed. Multiple attempts were done to request for further details of the event and the patient's updated health status, however no additional information has been provided.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system; model #: m-4800-01; serial #: (B)(4). Cool flow irrigation pump; model #: m-5491-02; serial #: (B)(4). Stockert rf generator; model #:m-5463-01; serial #: (B)(4). Soundstar 3d 10f-90 catheter (device was discarded by the customer/ not returned for investigation). Model #: m-5723-05; lot #.: unknown. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).